Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the cubie pocket failed to open. The customer tried to recover the drawer by rebooting the station, but the issue persists. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed to open. The technical support specialist guided the customer in accordance with the knowledge article (B)(4), which titled 'bogus cubie - pocket out of range' and confirmed that the issue was resolved. A field service engineer confirmed that the pocket error was cleared by the technical support specialist. The system functioned as intended after the technical support specialist troubleshooted the device.